Manufacturer narrative:
(B)(6). (B)(4). Product analysis: witness marks on connector set screw appear to be somewhat deeper than the opposite side connector. The deformation of the connector in comparison to the opposite side appear to suggest complete tightening of the set screw.

Event description:
It was reported that, during surgery to remove hardware, the surgeon noted that both set screws were partially and completely backed out where they joined the iliac connector to the iliac cmas. Reportedly, the surgeon commented that althogh he had lots of experience with iliac cmas but he had never seen this happen before. Product came in contact with the patient. Patient comlications were unknown. No treatment or additional surgery was performed as a result of this event.